Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 117 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. Customer stated that the weak battery alarm. Customer was able to successfully clear the alarm. Customer stated that no damage to battery compartment or corrosion. Troubleshooting was performed. The customer was advised to the insulin pump will need to be replaced and the insulin pump requires brand new or fully charge batteries to work effectively. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No weak battery alarm and no unexpected battery power loss anomaly noted during test.